Event description:
Boston scientific received information that this patient reported hearing intermittent beeping tones coming from the device. A recent device check confirmed the battery was still good. No magnets or other sources of beeping were apparent in the environment. No adverse patient effects were reported, however the patient did report feeling dizzy that morning when standing up quickly. Six months later, extended charge times were noted at 25.1 seconds. Boston scientific technical services (ts) was contacted and discussed charge time limits. The reported charge times were still below the extended limit. Ts discussed to continue normal follow-up appointments. Another three months later, charge times were at 24.1 seconds with a middle of life monitoring voltage. Ts discussed demonstrating beeping tones with the patient as elective replacement indicator (eri) may occur in the near future. Approximately two years later this device was explanted and replaced for normal battery depletion. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a review of device memory revealed that the device declared end of life (eol) before explant. Technicians noted there was no elective replacement indicator (eri) timestamp. End of life was declared following a charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical buildup of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed.